Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the physician noted that the helix of the right atrial (ra) lead was partially extended prior to attempting to place the lead. The physician attempted to implant the lead in the atrium but was unsuccessful. Upon removal it was noted that the helix had been bent and could no longer be fully retracted. A new lead was requested. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.